Manufacturer narrative:
Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump alarmed failed battery test after inserting a battery. The customer's blood glucose was 83mg/dl. The pump continued alarming. The customer was advised the pump will be replaced and revert to back up plan.